Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem ("check therapy pad" messages) has been confirmed. Upon investigation, the monitor was unable to detect electrode belt therapy electrodes. The cause for the failure was isolated to the monitor's electrode belt receptacle. The belt receptacle pulse wire connecting to j4 connector on the defibrillator pca was open. The root cause for the open pulse wire could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor and reported that it was causing excessive "check therapy pad" messages.